Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the pump that aspirates sample and the ion selective electrode (ise) micropump required repair. The cse rebuilt the pump that aspirates sample and replaced the ise micropump. The system was primed and recalibrated. Quality controls were run and resulted within range. The cause of the discordant chloride results was related to malfunctions of the ise micropump and the pump that aspirates sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant chloride results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.